Event description:
Impella inserted right femoral artery. The next day it was removed, patient developed ischemic limb after removal and had to have a thrombectomy.

Event description:
Impella inserted right femoral artery. The next day it was removed, patient developed ischemic limb after removal and had to have a thrombectomy.